Event description:
Syringe/needle unit leaked around hub during injection -2x reported- needle failed to retract -1x- reported. All staff -nursing- trained in proper use. Product supplied in kit form with fuzeon -roche labs-